Event description:
The screw broke during implantation. The tip remains in situ. There was no adverse consequence for the patient or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: metallurgical evaluation results would suggest that the fracture of the screw was caused by an overload condition during insertion of the screw. Since the occurrence of this event, the screw material has been changed from cast to forged vitallium increasing the strength of the screw.